Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. Rv lead impedance was 4047 ohms on (B)(6) 2015. Rv capture threshold has been intermittent since (B)(6) 2015. Concomitant medical products: 2187-85 lead, implanted (B)(6) 2002; dtbb1d1 ICD, implanted (B)(6) 2015 (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance due to a possible loose connection or setscrew issue with the implantable cardioverter defibrillator (ICD) device. The lead also exhibited variable capture threshold measurements and had inappropriate inhibition of pacing. During the revision, the lead was removed from the header, checked with the analyzer, and found with normal measurement. The lead was placed back into the header and showed normal values. The lead and device remain in use. No patient complications have been reported as a result of this event.